Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test and self test properly. Alarms noted in download history file due to software anomaly.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Customer was able to successfully clear the alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.